Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 170 mg/dl and 59 mg/dl. Customer felt low blood glucose symptoms with both readings mentioned, and obtained and drank some juice. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.